Manufacturer narrative:
Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed an initially reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result that was nonreactive (negative) upon repeat testing for seven patients. It is unknown if the reactive results were reported to the physician or if the physician questioned the reactive results. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00267 was filed on september 18, 2020 reporting initially reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results that were nonreactive (negative) upon repeat testing. September 24, 2020 - additional information the following service was performed onsite by the customer service engineer: 1. Completed the total service call checklist and the visual protocol. 2. Aligned sample probe, rp1 and rp2. Lubricated the dilutors and checked for any leakage. 3. Checked wash separation for wash1 dispensing and aspiration. 4. Checked water quality with water quality test strips, 5. Ran dry, wetwater and wetwash1 x20, the customer confirmed that the non-reactive results were reported to the physician. The customer is reviewing their sample processing. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2020-00267 was filed on september 18, 2020 reporting an initially reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result that was nonreactive (negative) upon repeat testing. MDR 1219913-2020-00267 supplemental report 1 was filed on october 16, 2020 with additional information. October 26, 2020 - additional information: was updated to reflect that the instrument was serviced by a third party in addition to siemens. The following sample information was provided on october 28, 2020: there was 30 to 45 minutes between the initial and repeat testing. The customer centrifuges the samples for 15 minutes at 3500 rpm. The samples were kept in the refrigerator (around -20 degree c). And the samples were rerun the same day. The samples were retested on the same analyzer. The customer uses sst sample tubes. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2020-00267 was filed on september 18, 2020 and MDR 1219913-2020-00267 supplemental 1 was filed on october 16, 2020 and MDR 1219913-2020-00267 supplemental 2 was filed on november 19, 2020. Additional information - november 20, 2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.